Event description:
It was reported that the patient presented in the emergency room after fainting. Upon interrogation, loss of capture and low impedance were observed. Clavicular crush was observed under fluoroscopy. The lead was capped and replaced on (B)(6) 2017. The patient was doing well following the procedure and will continue to be monitored.